Event description:
On january 19, 2007, the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately erratic readings. The med affairs specialist (mas) contacted the pt to obtain and verify info, however, was unable to reach her by telephone. On january 24, 2007, the mas mailed a letter requesting the pt contact med affairs. The pt obtained the blood glucose reading of 276 mg/dl on the reported meter on three separate dates. On the event date, at 12:00 pm, the pt experienced the symptoms of shaking and confusion. The pt obtained the blood glucose reading of 276 mg/dl on the reported meter. Following the use of the meter, the pt took an unspecified dose of lantus and novolog insulin. Emergency svcs were contacted. When paramedics arrived, they obtained a blood glucose reading of 38 mg/dl for the pt. She was treated with a glucagon injection. It would have been helpful to determine the doses of insulin taken, if this was the pt's scheduled time to test her blood glucose level and take insulin, if this was an extra dose of insulin, her blood glucose readings prior to the onset of symptoms, what meals and medications had been taken earlier that day, her insulin regimen, the dates and times of the multiple "276 mg/dl" readings, if the pt was transported to the emergency room, and her blood glucose readings and treatment in the emergency room. The customer care advocate (cca) determined during the troubleshooting telephone call, the pt's testing technique was correct and the meter was programmed for the correct unit of measure. No qc testing was performed during the call, as the pt did not have control solution. The meter, test strips and control solution were replaced. While experiencing symptoms suggesting hypoglycemia, the pt obtained a meter reading of 276 mg/dl, and treated herself with insulin. The pt then received emergency medical attention and treatment with glucagon for a low blood glucose level. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.